Manufacturer narrative:
Additional information was received on 27-jun-2025. The event occurred at the end of the procedure, during sheath removal. There was no evidence of steam pop. Correct catheter settings were selected on the generator. The flow setting was set to the default qdot mode. In addition, provided updates on the concomitant products. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with qdot micro catheter, the patient experienced cardiac tamponade that required pericardiocentesis treated with drainage. During the sheath removal after the procedure completion, the blood pressure was found to be low. The transthoracic echocardiography showed pericardial effusion, so pericardiocentesis was performed, and approximately 400 ml of fluid was drained. The blood pressure then recovered, and the patient returned to the ward. The patient did not require extended hospitalization. The physician's assessment on health hazard was non-severe (moderate/mild). The physician's comment on the relationship between the event and the product is that the posterior wall might have been punctured during "bb" (brockenbrough). There were no abnormalities prior to or during the use of the product. Additional information was received. Intervention provided was drainage was performed. The outcome of the adverse event was fully recovered. Transseptal puncture was performed. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The adverse event was discovered post use of biosense webster products. Prior to noting the cardiac tamponade, ablation was performed.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31534563l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 20-jun-2025, noted a correction to the 3500a initial under the d10. Concomitant medical products and therapy dates section as should have included the unk_ngen pump and unk_ngen rf generator. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).